Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are experiencing their inside upper left cheek being swollen. They were examined by their doctor who found areas of infection and severe periodontitis and is in need of multiple extractions. Patient is not fit for orthodontic treatment at this time and must stop aligner treatment immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.